Event description:
It was reported that the left monitor on the 9800 system is out and the system seems to be running slow. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. Monitor was ordered and replaced by the facility. Reloaded software and flash memory. The system was tested and found to be working as intended and placed back into service.